Event description:
Complaint received in individual patient chart within weston-simons 2012 journal article titled, "outcome of combined unicompartmental knee replacement and combined or sequential anterior cruciate ligament reconstruction." It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to deep infection. All components were removed and replaced with a two-stage revision to total knee.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by weston-simons, et al in j bone joint surg br 2012; 94-b: 1216-20. Doi: 10.1302/0301-620x.94b9.28881. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03094 which referenced a journal article written on a study that this patient took part in.